Manufacturer narrative:
One quadripolar, bi-directional, therapy ablation catheter was received for evaluation. The device was returned due to a kink in the shaft. The reported kink was confirmed and resulted in break in the outer insulation exposing internal components. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bend and subsequent exposed internal components is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming exposed internal wiring.